Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial visual inspection, no damage or anomalies observed. The analysis has begun but is not completed at this time when the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a webster ® cs catheter with ez steer¿ technology (cs) catheter and a thrombus issue occurred. The physician noticed via intra-cardiac ultrasound that a clot had formed on the proximal electrodes on the cs catheter. When the catheter was removed, proximal electrodes deformity was also noticed. The procedure was then cancelled. No patient injury was reported. Multiple attempts have been made to obtain additional details. However, no further information has been made available. The observed thrombus has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a webster ® cs catheter with ez steer¿ technology (cs) catheter and a thrombus issue occurred. The physician noticed via intra-cardiac ultrasound that a clot had formed on the proximal electrodes on the cs catheter. The investigational analysis completed 12/26/2019. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. Manufacture reference no: (B)(4).